Manufacturer narrative:
(B)(4). The sample was evaluated by the complaint quality engineer. A crack was found on the minicap. After doing the leak test we found that the minicap crack leaked. The reported problem was confirmed. The root cause was determined to be due to manufacturing issues during molding. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.

Event description:
International (B)(4) patient reported a crack in the minicap and when putting the minicap on, iodine leaked from it. There was patient involvement but no patient injury or medical intervention. Report 4 of 4

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.